Manufacturer narrative:
Batch review performed on 21 october 2024. Lot 2201082: (B)(4) items manufactured and released on 02-may-2022. Expiration date: 2027-04-11. No anomalies found related to the problem. To date, 90 items of the same lot have been sold with no similar reported events during the period of review.

Event description:
At about 1 year 10 months after the primary, the patient came in reporting pain and knee instability and the cause is unknown. The surgeon revised the insert (12mm to 14mm) and the surgery was completely successfully.